Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results for two patient samples tested on the cobas 6000 c501 module. The9b initial results were not reported outside of the laboratory. The patient samples were rerun on a radiometer abl 800 flex and a stand alone system. Sample ID (B)(6). On (B)(6) 2022, the initial potassium result from the module was 7.61 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 3.5 mmol/l. The second repeat result from the stand alone system was 3.64 mmol/l. Sample ID (B)(6). On (B)(6) 2022, the initial potassium result was 5.76 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 4.3 mmol/l. The second repeat result from the stand alone system was 4.42 mmol/l. The initial sodium result was 176 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 133 mmol/l. The second repeat result from the stand alone system was 132 mmol/l. The repeat results from the radiometer abl 800 flex were deemed correct and were reported to the patients. The sodium and potassium electrode lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) removed and inspected all of the ion-selective electrodes (ise). He noted the ise bath to be clean but still cleaned the ise bath. He also cleaned the ise sipper probe. He checked the rinse water adjustment and did not find any issues. He checked the mechanical adjustment of the sample probe, reagent probe, and sipper probes. He noted that all of them were adjusted according to the service manual. He performed ise checks with acceptable results. The fse did not find any root cause for the issue.

Manufacturer narrative:
The field service engineer (fse) removed and inspected all the ion-selective electrodes (ise). He noted the ise bath to be clean but cleaned it as a proactive measure. He cleaned the ise sipper probe and checked the rinse water adjustment. He did not find any issues. He checked the sample probe, reagent probe, and sipper probe and performed mechanical adjustments accordingly. He performed ise checks with successful results. The fse did not find a root cause for the issue. The investigation did not identify a product problem. The cause of the event could not be determined.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
In MFR report ref #1823260-2022-03192-00, b5 - describe event or problem should have been: "the initial reporter received questionable ise indirect na and k for gen.2 results for two patient samples tested on the cobas 6000 c501 module. The initial results were not reported outside of the laboratory. The patient samples were rerun on a radiometer abl 800 flex and a stand alone system. Sample ID(B)(6) on (B)(6)-2022, the initial potassium result from the module was 7.61 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 3.5 mmol/l. The second repeat result from the stand alone system was 3.64 mmol/l. This repeat result was reported to the patient. Sample ID (B)(6) on (B)(6)-2022, the initial potassium result was 5.76 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 4.3 mmol/l. The second repeat result from the stand alone system was 4.42 mmol/l. This repeat result was reported to the patient. The initial sodium result was 176 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 133 mmol/l. The second repeat result from the stand alone system was 132 mmol/l. This repeat result was reported to the patient. The sodium and potassium electrode lot numbers and their expiration dates were requested but not provided." Instead of: "the initial reporter received questionable ise indirect na and k for gen.2 results for two patient samples tested on the cobas 6000 c501 module. The initial results were not reported outside of the laboratory. The patient samples were rerun on a radiometer abl 800 flex and a stand alone system. Sample ID (B)(6) on (B)(6)-2022, the initial potassium result from the module was 7.61 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 3.5 mmol/l. The second repeat result from the stand alone system was 3.64 mmol/l. Sample ID (B)(6) on (B)(6)2022, the initial potassium result was 5.76 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 4.3 mmol/l. The second repeat result from the stand alone system was 4.42 mmol/l. The initial sodium result was 176 mmol/l with a data flag. The first repeat result from the radiometer abl 800 flex was 133 mmol/l. The second repeat result from the stand alone system was 132 mmol/l. The repeat results from the radiometer abl 800 flex were deemed correct and were reported to the patients. The sodium and potassium electrode lot numbers and their expiration dates were requested but not provided."